Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2017 with the following findings: a review of the black box showed 078 errors. During investigation, the pump powered on to a blank display. Moisture was found behind the display. Moisture was found throughout the interior of the pump. The display failure was from moisture corrosion. A leak test failed due to a battery compartment crack. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump, and between the bumper pad and the cover.